Event description:
It was reported that when using the bd pyxis¿ es server, the stations did not automatically switch to critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis station failed to move to critical override. A technical support specialist (tss) identified the customer's network outage resulted in the structured query language issue between the station or server and server to server communication. The tss confirmed that the stations on the facility were under manual critical override and other facilities on this server triggered auto critical override. The site history shown aco (auto critical override) was working after the aco events were triggered. The tss explained the findings to the customer and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.